Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 550ml, flow rate: n/a, procedure: n/a, cathplace: n/a/ bolus button did not work, not placed on pt. Filled by ameridose. No adverse event occurred.

Manufacturer narrative:
Method: pca device returned and subjected to bolus functionality test. Result: returned device functioned within specification. Conclusions: although the complaint was not confirmed this product is under recall.